Event description:
Related manufacturer reference: 2030404-2014-00003. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A transseptal puncture was performed and a therapy cool flex ablation catheter was advanced into the left atrium through an agilis nxt introducer. The therapy cool flex catheter was used to ablate in the ostium of the left superior pulmonary vein and the anterior wall. After a few radiofrequency lesions were completed, the patient became hypotensive and a pericardial effusion was noted via fluoroscopy. A pericardiocentesis was performed, which stabilized the patient. No additional intervention was required.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.